Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported that the pump is cracked all the way down on the battery side. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail, missing display window cover. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. Eight consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After swapping boards, the critical pump error (open book image) is isolated to pcba2. The force sensor zero offset measured within spec = 22.2 mv. In summary, the customer¿s report that the pump is cracked down on the battery side was confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the eight consecutive occurrences of the error code = 0x00000044 are due to a hardware problem isolated to pcba2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.